Manufacturer narrative:
Failure analysis for fiber 0010-2400-549a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 17,240 joules while using the side-firing surgical fiber, and lasering in contact with tissue, the aiming beam was observed to begin firing straight out of the fiber. The fiber was replaced and the procedure completed using a second fiber for 48,491 joules. The first and second fibers were cleaned during the procedure. Patient outcome: "no injury" reported.